Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient reported experiencing severe pain in his left arm due to an infection and swelling beneath the entire patch area. He stated that he subsequently lost consciousness due to the severe pain and not due to the bg reading and his wife transported him to the hospital. The patient reported that multiple procedures were performed during his hospitalization; however, he was unable to recall the specific procedures. He was prescribed an unspecified oral medication and a topical cream, which he used as directed for 14 days, but he was unable to provide the names of either medication. The patient remained hospitalized for three days. Two days after discharge, the patient stated that he continued to experience pain in his left arm. His wife then took him to a different hospital for further evaluation. According to the patient, the physician informed him that the sensor had caused an infection in his arm; however, the physician did not specify which component of the sensor was believed to be responsible. The patient underwent surgery to treat the infection and remained hospitalized for an additional two days. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s condition improved and he is currently feeling better. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.